Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage from the hub was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safestep infusion set w/y site was returned for investigation. The safety mechanism was returned fully advanced. Evidence of use was present within the device. The sample was flushed from the proximal hub and no leaks were observed. The distal clamp was activated in order to pressurize the device. A bead of water formed at the blue valve at the y site. A continuous leak was not observed. The product instructions for use (IFU) states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." Since a bead of fluid was observed to form during pressurization, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the device was used for infusion for the 3rd day, the y site was found leak (drip-feeding under normal gravity).

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the device was used for infusion for the 3rd day, the y site was found leak (drip-feeding under normal gravity).